Event description:
It was reported that the icentral did not alarm for vital parameters. There was no patient consequence as a result of this issue.

Manufacturer narrative:
An analysis of the b850 log files and patient case files collected by icentral during the time period of the reported missing spo2 alarm showed that all occurrences of spo2 going below the set limit of 90% had correctly produced an alarm. No defect was detected, the b850 worked as specified. Date of event is: (B)(6) 2014. Event description clarified: it was reported that the monitor did not alarm for a decreased spo2. There was no reported patient consequence. Brand name is: carescape monitor b850. D2b procode is: mhx. (B)(4). Device manufacture date is: 03/01/2011.

Event description:
It was reported that the monitor did not alarm for a decreased spo2. There was no reported patient consequence.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be provided after the investigation has been completed.